Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient reports dizziness and nausea with device use; resulting in the decision to discontinue use of the device. Subsequently, it was noted that the patient has a cholesteatoma and that the electrode array has extruded out of the cochlea. The implanted device remains.